Event description:
On (B)(6) 2007, the plaintiff was implanted with an ams apogee graft. It was alleged that the "plaintiff began experiencing bleeding, bowel problems, mesh exposure, mesh extrusion or protrusion, infections, mesh erosion, pain with sexual intercourse known as dyspareunia, urinary problems, vaginal scarring/shrinkage and the need for add'l surgery some time after implant. Plaintiff has sustained and will continue to sustain severe and debilitating serious bodily injury, mental and physical pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.